Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse adjusted the timing for the belt for x1 resolving the issue. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was improper timing of the belt for x1. A complaint history review for serial (B)(4) was conducted from 18-dec-2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported x1 errors (operation error in x1-axis) with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.